Event description:
The anesthesia tech was preparing an anesthesia machine prior to the start of a surgical case. While setting up the machine, it was noted that a piece of the circuit kit was cracked. Manufacturer response for adult anesthesia circuit, anesthesia circuit-lf kit (per site reporter): it was sent back via mail.